Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s stimulator was implanted five years prior. The device was wonderful for the first year then it went downhill. The patient¿s ¿walking was bad and their tremors had come back.¿ the patient was ¿way worse¿ than ever. It was noted the patient had planned to see a new neurologist in hopes that they could adjust it to help the patient more. It was reported the patient¿s battery had a short. No additional information was noted. It was reported they had been trying to reprogram around the short. It was also noted occasionally it would shock the patient. It was noted the patient had spoken with their neurologist and they were hoping to fix the shock with different programming.